Manufacturer narrative:
Sample requested but not received yet. If sample is returned, a follow up report will be sent.

Event description:
The event is reported as: balloon would not inflate. The device was being used during a demonstration for a training class. No reported pt involvement.